Event description:
It was reported that the ilet displayed alert code 41 and became unresponsive, preventing unlocking and remote restart, and the user¿s phone was unavailable to assist with troubleshooting; the device showed no visible damage, and cleaning did not restore function. Symptoms included interruption of insulin delivery due to an alert and nonresponsive screen. Outcomes included the user transitioning to backup therapy while a replacement device was arranged. Investigation included telephone-based troubleshooting with cleaning guidance and restart attempts that could not be completed without a connected phone. Investigation of this case revealed an unresolved device malfunction consistent with an insulin absolute range error and a screen or user-interface nonresponse, with no external damage observed. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction not resolved through remote troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.